Event description:
It was reported that the external pulse generator had an intermittent error. It was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the ventricular side of the heart lead flex did not latch with the ventricular output connector. Upper case and one side bail cover are broken. Keyboard is scratched (cosmetic).